Manufacturer narrative:
Track.

Event description:
It was reported while transferring a (B)(4) patient down the stairs with a partner in a non-emergency transfer, the paramedic alleged that the belt on a stair chair pro slipped off of the stairs causing him to fall down the stairs and injure his back. He stated that, although there was a patient involved, the patient was not injured. He also stated that he sustained a back strain but did not endure a serious or irreversible injury.